Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the writing on the primary package label of unspecified units of clearlink system secondary medication sets was smearing. This occurred while the products were wiped with isopropyl alcohol. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to g1 (device manufacturer name, device manufacturer address 1, address 2, city, country, postal code). Additional information: d4: expiration date (remove the date and update the null value to n/a), h4, h6 (update codes), h11. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph revealed three blisters with the printing information illegible. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.